Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using the ilet bionic pancreas and libre 3 plus, with the lowest cgm reading of 68 mg/dl for approximately 30 minutes; the patient treated the event with two oral glucose tablets and believed meal announcements were delivering too much insulin after a recent factory reset, and the call was transferred to the clinical management team. Symptoms included hypoglycemia with shaking/tremors and sleepiness/drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.